Manufacturer narrative:
An investigation was performed for the customer issue and included a review of the complaint text, a search for similar complaints, a review of trending data, a review of the performance of the architect anti-hbs assay, a review of product quality history, and a review of product labeling. The ticket searches normal complaint activity for lot 01345fn00 for this issue. The trending report review did not identify any trends. Worldwide field data was used to assess the performance of the architect anti-hbs assay. The median population result for lot 01345fn00 is comparable with all other lots in the field and confirms no systemic issue for the lot. A review of product quality history did not identify any issues associated with the customers observation. Labeling was reviewed and found to be adequate. Based on all available information and abbott diagnostics' complaint investigation a product deficiency was not identified.

Manufacturer narrative:
All available patient information has been included. No additional patient details are available. This report is being filed on an international product, list number 7c18, that has a similar product distributed in the us, list number 1l82. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported a (B)(6) anti-hbs result for a (B)(6) male patient, when processing on the architect i2000sr. The initial result was (B)(6) and retest result was (B)(6). Previous result for the patient was (B)(6). Additional testing with hbsag was (B)(6). No impact to patient management was reported.